Event description:
It was reported that the device was running fine for approx 1-2 hours, then the pump alarm sounded, air was in the line. This occurred on five devices. A gemini pc2-2x pump was used during the transfusion.